Event description:
The customer reported, the unit displayed a power cycle error.

Manufacturer narrative:
The customer reported, the unit displayed a power cycle error. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.